Event description:
When the surgeon closed a ralc30v on the pulmonary artery, the device would not fire or close. After waiting the device open and was removed. Another device was used to complete the surgery.